Event description:
In 2008, the lay user/patient contacted lifescan (lfs) because she was having difficulties testing her blood glucose levels on her onetouch ultra2 meter. The following information was obtained from the customer care advocate's documentation since the medical affairs specialist (mas) was unable to reach the patient for additional information. The patient stated she first had the issue with the meter on the event date at 3am. It is unknown how long she has had the meter and/or if she tested with the meter in the past. As a result of the reported issue, she delayed taking her insulin (15 units of an unspecified insulin) and 1 tablet of metformin. She also claimed she became dizzy and sweaty after the reported issue began (unspecified date/time); however, it is unknown if the onset of the symptoms occurred before or after she delayed her medications. The patient did not report any tests on another device and she did not receive any medical intervention. It would have been helpful to know how long she has been testing with her meter, how often she should be testing her blood glucose levels, and her diabetes medication regimen. It would also be helpful to know why she delayed taking her medications, the order of events that she reported, and to confirm if received any treatment for her symptoms. The customer care advocate (cca) noted the issue was resolved with training. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after not being able to test with her meter. There is no indication that the lfs product malfunctioned since the issue was resolved with training.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.